Event description:
It was reported that there was oversensing on the right ventricular (rv) lead. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID (B)(4) ICD implanted: 2011 (B)(6); 419488 lead implanted: 2008 (B)(6). (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and the inner tubing of the lead developed a breach due to a depression while in vivo. There was blood on the distal conductor of the lead and it was not obstructed. The outer insulation of the lead developed a breach at the first rib/clavicle location while in vivo. The outer insulation of the lead was breached due to bi/multi-lumen tubing voids while in vivo. The overlay tubing of the lead developed a breach due to non-electrical esc (environmental stress cracking) while in vivo.